Event description:
It was reported that intermittently the cartridge was damaged at the cartridge tubing with multiple cartridges, interrupting insulin delivery. Customer loaded a new cartridge to address the issue. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A bolus via the pump was delivered to address elevated bg.